Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported that the insulin pump had a button error alarm. Customer's mother reported that the device may have recently been exposed to sweat. Blood glucose level at the time of the incident was 216 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.